Manufacturer narrative:
Corrected data: in review of the initial MDR the following was noted to require correction: additional information was reported however, was not captured. This did cause some prolonged inflammation, however overall the patient is doing well. (B)(4). Device evaluation statement indicates lens returned; however, lens was not returned. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation the device was returned to the manufacturer. The reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no additional investigation requests for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was initially reported that during implantation of a pcb00 20.5 intraocular lens (iol) into the patient's left eye, the iol that is preloaded inside an insertion device through the ocular incision was noted to be damaged after deployment. The physician inserted the device and deployed the lens from the bag, however it was found to be partially amputated. Defective lens complex could not be removed from the capsular bag. Patient underwent a secondary surgery to remove the defective lens and insert a new lens several days later. Through follow-up it was learned that the trailing haptic was noted to be amputated after the lens had been implanted into the capsular bag. The lens was completely amputated off and physician did not see it in the injector or the eye itself. Physician believes that it was pre-existing as there was no difficulty within normal preparation for the injection procedure. Physician did have to go back in and conduct a separate surgery to remove and exchange the lens as the lens was dislocated. The incision did not need to be enlarged, no vitrectomy was performed, and no sutures were needed. Patient did have slight increased intraocular pressure and some prolonged corneal edema, however overall is doing well. The lens was replaced with the same model and same diopter lens. Device is not available for return. No further information provided.